Manufacturer narrative:
On 9/24/2019, mentor became aware that the complained of unacceptable cosmetic appearance and underwent bilateral explantation and replacement with catalog number 3501680; serial number (B)(4) on the right and with catalog number 3501680; serial number (B)(4) on the left on (B)(6) 2019. Hence, explantation date has been updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side breast implant deflation. Concomitant medical products: right side; 475cc mentor smooth round moderate profile; catalog number: 3501680; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient underwent primary breast augmentation with a 475cc mentor smooth round moderate profile and was presented with left side breast implant deflation. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
On 7/22/2019, the mentor failure analysis lab received the device for evaluation. On 7/26/2019, device evaluation was completed. Device evaluation summary: during visual evaluation some lines of creases were observed in the anterior view expanding to the posterior view, also a tear was observed within the crease on the anterior view of the implant, measuring approximately 0.3 cm. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).